Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test alarm. Customer's blood glucose level was 70 mg/dl. Troubleshooting for the failed battery test alarm was performed. Customer was advised to make sure they use an energizer battery and to make sure the battery compartment is properly aligned with the insulin pump. Customer received failed battery test while troubleshooting. Customer was advised a replacement battery cap would be sent out.